Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming no delivery for the previous couple of days. The customer's blood glucose was 140 mg/dl. The customer explained that he would attempt to bolus, and, at 1.5 units, the insulin pump would alarm no delivery. The customer was unable to perform troubleshooting because he did not have supplies in order to do so. The customer was advised to perform a complete set change as soon as possible. The customer was advised to call back when the alarm occurred in order to troubleshoot. The customer did not return the product for analysis.